Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen is orange and the display screen lens was cloudy with moisture. The pump was submerged in water while missing the audio bolus button. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/29/2013 with the following findings: the pump powered on and the display screen was blank. There was a leak found at the audio bolus button when the leak test was performed. Moisture was found throughout the pump case and on the display flex connector when the pump case was removed. Unrelated to the display complaint, it was revealed that the keypad was torn over the up arrow button and contamination was found under all of the button contacts when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.